Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device was at elective replacement indicator (eri) after (B)(6) and was suspected of early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.